Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced, resolving the reported complaint.

Event description:
The hospital reported the unit alarmed and mechanical ventilation was not functional. There was no report of patient involvement.